Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. The device was returned to the manufacturer's quality assurance laboratory for further evaluation. During the evaluation of the device, the lcd screen was found to be blank. The manufacturer determined the root cause was found to be electrostatic discharge (esd).